Manufacturer narrative:
The device was returned to zoll medical corporation. During evaluation of the device to determine root cause, the technician determined that the serial number of the device was found to be inconsistent with our manufacturing records. The component level evaluation traced this device to a non clinical device removed from service. The device manufactured in 2011 and ultimately scapped disassembled and sent to recycling. Our observations during our investigation concluded that this device was assembled from a number units based on the part history by a third party and sold to this customer. The customer was issued a letter on behalf of zoll which stated the device should not be used on patient and zoll cannot certify this device. The device was returned at the customers request with all identifying labels removed. The device has been labeled as "not for clinical use". Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.